Event description:
A hcp user reported that certain settings from the insulet omnipod dash system, that are uploaded to the glooko device system via an insulet cloud to glooko cloud connection, were not getting displayed on the glooko web application. No adverse events were reported. The glooko engineering team was able to reproduce the issue and a software change was implemented. Prior to the glooko software change, a workaround was provided to the affected users via a manual upload using insulet's usb cable instead of the cloud to cloud connection.